Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: radical nephroureterectomy, anterior exenteration, radical cystectomy etc. "From the outset the device kept alarming. In 11 activations, 9 were alarm codes for check device. There was no metal in the way. The amount of tissue being grasped was acceptable i.e. Not too thick nor too thin. The tissue being activated on was vascular tissue surrounding the kidney. The problem was solved by changing the device." Patient status - "procedure completed and patient discharged from theatre but died the day after due to other complications."

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. As a result, functional testing was not able to be performed and the complainant's experience was unable to be confirmed. Applied medical has reviewed the details surrounding the event and related product. In the absence of the subject device, it is difficult to determine the root cause of the event. As a result of the event experienced by the customer, the applied medical device was no longer used, and the surgeon changed to a competitive device prior to the occurrence of any patient complications. Based on the description of the event and the results of the investigation, there is no indication that a device malfunction contributed to the patient complications that occurred after the use of the event unit. Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. The second device per the additional information received on june 28, 2017 can be found in (B)(4), MDR 2027111-2017-01871.

Event description:
Additional information received from applied team member, 28th june: "the surgeon was using our eb040 during a complicated procedure and had frequent "check device" alarms to a point where he could not continue the procedure at a normal pace. The tm changed the device to a new eb040."